Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter?s technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) cycle power and informed him that they will need end therapy and contact the nurse. Product surveillance spoke with the hp on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp stated he was not sure what might have allowed air to enter into the machine. No patient injury or medical intervention was reported. No further information is available.